Event description:
Mw# 0039-0111-2012-0006 was received and will be included with this report. During orif pelvis synthes 2.5 mm drill bit broke off during use and remains retained in the patient.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received. A device history records review has been requested. Additional information from user facility report: (B)(4).